Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28 mg/dl and a loss of consciousness. The cause was unknown. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates and intravenous dextrose. Additionally, contact updated pump settings. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.